Event description:
Device malfunction: difficult to remove, clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a heavily scarred common femoral artery after a diagnostic procedure. Reportedly, after depressing the deployment button, "slight resistance", was felt during device removal and the clip deployed in the subcutaneous tissue tract. The clip was removed with hemostats and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any additional relevant information.